Event description:
The customer reported recurring alarms during multiple self tests and prime tests during both setup and treatment. They were unable to clear a number of these alarms. During treatment the customer observed multiple alarms. The user reports insufficient on screen instructions about how to return pt's blood. The customer also observed a condition where they believed that the machine should have triggered an alarm indicating filter clotting. There is no report of any blood loss or clinical consequences as a result of the reported events.

Manufacturer narrative:
The manufacturer has reviewed the treatment data files related to the reported events. Several of the reported alarm could be confirmed. A number of these alarms were solved with retesting.